Manufacturer narrative:
Evaluation codes: results - a visual inspection of the returned product found the lens optic torn and one haptic bent. There was evidence of clear surgical residue. Conclusion-based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens and the haptic bent. There was no pt contact or injury.